Event description:
On (B)(6) 2012, the patient's sister reported that her brother's blood glucose level was 36 mg/dl and he was barely conscious and was seating. She went to check on him after dinner and found him that way. She was advised to call 911, but she preferred to treat him herself. She gave him 4 ounces of orange juice. She was advised to disconnect him from the infusion device. Ten minutes later, his blood glucose level was 32mg/dl and she gave him more orange juice. She had an injection of glucagon and was advised to use it, but she declined. Recently his doctor changed his carbohydrate ratio to 1 unit insulin per 12 carbohydrates. Previously it was 1 unit of insulin per 14 carbohydrates. She stated that the patient feels good with his blood glucose around 180 mg/dl, but his doctor would like it to be 140 mg/dl. Several minutes later, she tested his blood glucose level again and it was 30 mg/dl; she gave him more juice and the injection of glucagon. A couple minutes later, he began to regain consciousness and his blood glucose level was 82 mg/dl. Troubleshooting with the patient did not identify any problems with the performance of the infusion device. The patient had recently taken a hot shower. He has been taking tylenol, codeine, and an antibiotic. He has also been under increased amount of stress. The patient and his sister did not make any allegations against the performance of the device and both think it is functioning properly. The patient was feeling better and reattached to the infusion device. The infusion device was not requested to be returned for product evaluation.